Manufacturer narrative:
The device was received with no fluid. Yellow material was observed within the device, and no foreign material was observed on the anterior aspect. During the initial inspection the device appeared intact. Leak testing revealed there was leakage from the valve. No other anomalies were observed. The complaint of deflation complaint was confirmed. Potential cause: review of this event as well as similar events have identified the following possible sources of leakage from the valve of the device: tissue ingrowth into the valve is a known potential reaction for this device and has been identified as a possible cause for deflation; dislodged valve material from a valve puncture or tear; water soluble crystal like material (residual nacl from the fill solution); external contaminant such as lint, dust, talc, surgical glove powder, drape and sponge lint, skin oils and other surface contaminants deposited on an implant during handling prior to surgery or during preparation of the device for shipment to mentor for evaluation; separated valve material lodged between the valve body and the valve seat most likely the result of damage associated with the diaphragm valve; excess silicone-like material most likely the result of flash, which can be created during the vulcanization of the valve and washer to the shell in the main assembly process; holes (rents, material separation) in the valve possibly due to a rework activity, which was eliminated; holes (rents, material separation) in the valve due to damage done by venting the device during autoclaving when something other than a fill tube is used to vent the device. The mentor product analysis lab was not able to determine when the rent was introduced into the valve of the device. At this time is not possible to determine the origin of the yellow material observed. A definitive root cause of the failure could not be determined. A manufacturing record evaluation (mre) was performed for the finished device number 266125, and no non-conformances related to the reported complaint were identified. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. The mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Concomitant products: smooth round moderate plus profile saline prosthesis, catalog #350-2751bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation with a mentor smooth round high profile 330cc saline prosthesis experienced right sided deflation and baker¿s grade iii capsular contracture at an unknown date post procedure. As a result, bilateral removal without replacement was performed on (B)(6) 2019. The device was thought to be a leiden device when this event was initially received by mentor. The mentor leiden breast implants that are manufactured and distributed under the mentor brand are not approved for import into the united states, and do not appear to meet the criteria for MDR reporting as a same or similar device to a device that is marketed by mentor. However, during the product investigation the lot number was revealed on (B)(6) 2019, and identified that the device was in manufactured in texas, and subject to MDR reporting. Mentor is aware that the expiration date provided occurs prior to the implant date. However, the information being reported is the best information available at this date. If additional information is made available in the future, a supplemental report will be submitted.